Manufacturer narrative:
Evaluation: method - device history record review. Results - device history record review: after reviewing the complaint file, device history record and performing a root cause analysis, there is no direct evidence found to be related to the manufacturing process of the lens as a root cause of this complaint. Therefore it is determined that the root cause of the lens tear is unknown. However, the physician prefers to an injector that is not recommended for use with this lens model. Facility is aware the injector is considered off-label use. Conclusions - based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. This lens was used for an indication other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. This is considered off-label use. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. The lens tore during insertion into the patient's right eye. The surgeon cut the lens in little pieces to remove the lens from the eye. There was no patient injury. No incision enlargement and no suture was required. Another same model, same diopter size was implanted. Cause of lens tear is unknown. The physician used an injector that is not recommended to use with this lens model. The physician prefers the injector and is aware it is considered off-label use.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4) - no consequences or impact to patient; break, iol. Evaluation method: lens work order search. Results: visual inspection of the returned product found a 1/4 of piece of the lens was returned. Half of the lens along with half of the remaining lens is torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and two similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. There was off-label use of injector. (B)(4).